Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
The procedure was performed to treat a blockage in a fistula in the arm, which was likely used for dialysis and indicates renal failure. The armada 35 peripheral balloon dilatation catheter was advanced and ruptured during the first inflation at an unknown pressure. The procedure was successfully completed with another device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.